Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent needle leading to blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle was bent, leading to blood leakage. No serious injury or medical intervention.